Manufacturer narrative:
The dcb and connecting cable were not returned. The coil was not returned. The rep does not know what happened to the coil. The detachment fiber received heat and melted. The detachment fiber melted around and above the resistive heating coil's socket ring. The resheathing tool was found to have been advanced over the proximal end of the green introducer. Located at the top proximal end of the resheathing tool's cutout, the v notch haas been fractured. Located at the distal end of the fracture, the damage edge has been raised above the surface plane. Located at the locking mechanism, the sheath's material has been stretched away from the surface. The coil was not returned. The device positioning unit (dpu) passed electrical testing. The detachment fiber received heat and melted. The most likely root cause of the coils nondetachment was due to the detachment fiber melting around and above the resistive heating coil¿s socket ring. In this location the melted detachment fiber most likely adhered to the coil¿s socket ring or to the stretch resistant suture. In addition; without the return of the complete detachment system and the coil used in the procedure; it cannot be determined if these components had an additional contribution to the complaint event. Although not related to the complaint event; it was found that the resheathing tool was advanced over the proximal end of the green introducer. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿return to the infusion microcatheter¿s rhv. Loosen the rhv and gently slide the introducer tip out from the rhv; over the dpu wire. Once a small section of the exposed dpu wire is visible; tightly grasp it with the thumb and forefinger of the same hand that is holding the rhv. Using the thumb and forefinger of your other hand; grasp the introducer tip; slowly slide it away from the rhv over the dpu wire. Continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool; leaving approximately 1 inch of the unsheathed introducer sheath still visible.¿although not related to the complaint event; it was found that the v notch of the resheathing tool was fractured by the sheath. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends;¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool; grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end; and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger; as shown in figure 3¿¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore no corrective action is taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The coil was not detachable. The doctor did a pre-deployment electrical check with other coils but not this coil. The advancement through the microcatheter was completely smooth without resistance. They did not need to reposition the coil once it was placed in the aneurysm. The doctor pressed the "detach" button 3-4 times. The coil was safely withdrawn from the patient and the procedure was completed.